Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the pt's cavity. The surgeon flushed the cavity and applied another device to complete the procedure. The hosp has reported no pt injury occurred.